Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted to rule out (r/o) stroke. The computed tomography angiography (cta) appeared to be normal, and symptoms were resolving. Log files were submitted for review to rule out potential thromboembolic event from the ventricular assist device (vad). No usual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The log files were reviewed which captured the device functioning as intended with no notable events or alarms captured.multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided.the patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, document rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication.no further information was provided. The manufacturer is closing the file on this event.